Event description:
Additional information was received indicating that following the reprogramming of the device, post paced t-wave oversensing (pptwos) was again observed on the device due to intermittent loss of capture on the left ventricular (lv) lead. Abbott technical support was contacted and reprogramming of the device was recommended. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2017865-2021-20964. During a follow up in clinic, episodes of post paced t-wave oversensing (pptwos) were observed on the device. Upon further investigation, the pptwos was found to have been caused by intermittent loss of capture on the left ventricular (lv) lead. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition and will continue to be monitored.